Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). On 14-may-2018 arjo received a customer complaint involving minuet 2 medical bed. Following the information provided the patient sat on safety side causing its breakage. Then the safety side was removed by facility staff and the bed was placed against the wall (from the side from which it was no safety side panel). During the night the patient pushed the bed away from the wall and slipped out of bed. There was no injury nor other medical consequence reported. The patient involved in the incident had huntington disease which is a is a progressive brain disorder that causes uncontrolled movements, emotional problems, and loss of thinking ability (cognition). According to the information provided by customer facility staff the patient in question was restless. After the incident the bed was inspected by arjo technician with regards to the alleged issue. The evaluation revealed that the safety side was psychically damaged. No other deficiencies were found. Summarizing, the incident occurred due to the restless patient who was attempting to leave the bed pushing it away from the wall and the facility staff who did not remove the defective bed out of use after safety side disassembly. Although there were no injuries reported, the complaint was decided to be reportable due to the allegation of patient's fall out of bed. At the time the incident occurred the device was being used for a patient's handling. Upon the conducted investigation and bed's inspection we were able to determine that use error contributed to the incident. The safety side was broken and from that perspective, the minuet 2 bed did not meet its manufacturer's specification.

Event description:
On (B)(6) 2018 arjo received a customer complaint involving minuet 2 medical bed. Following the information provided the patient sat on safety side causing its breakage. Then broken safety side was removed by facility staff and the bed was placed against the wall (from the side from which it was no safety side panel). During the night the patient pushed the bed away from the wall and slipped out of bed. There was no injury nor other medical consequence reported.